Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information received changed the device code in h6 from insufficient information to wireless communication problem.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had their implantable pulse generator (ipg) explanted due to the device having become inoperable.